Manufacturer narrative:
(B)(4). A device analysis was not completed. However, a leak is a known cause of this alarm. The cause of the leak was not determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the dwell phase on the home choice (hc). The home patient (hp) was connected at the time of the event. The technical service representative (tsr) had the home patient (hp) cycle power to end therapy and advised the hp to start over with new supplies. The hp stated the supply bag had fluid coming out near the connection to the supply line. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.